Event description:
It was reported when using the ll vlv adpt(stand alone), the device experienced damaged/ deformed connector where the product is still operable. The following information was provided by the initial reporter. The customer stated: the child was admitted to the hospital on (B)(6) 2021, and was treated with indwelling needle on (B)(6) as prescribed by the doctor. Nurse brought a needle-free sealed infusion connector to the bedside and found that the connector was broken. The patient was immediately replaced with a new needle-free airtight infusion connector.

Manufacturer narrative:
H6: investigation summary a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21025819. No further information was available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21025819 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the ll vlv adpt(stand alone), the device experienced damaged/ deformed connector where the product is still operable. The following information was provided by the initial reporter. The customer stated: the child was admitted to the hospital on (B)(6) 2021, and was treated with indwelling needle on (B)(6) as prescribed by the doctor. Nurse brought a needle-free sealed infusion connector to the bedside and found that the connector was broken. The patient was immediately replaced with a new needle-free airtight infusion connector.